Event description:
It was reported that when the patient presented in-clinic an alert showing device longevity is less than 3 months to eri. Previous follow-up, estimated device longevity was a year. Consequently, the device was explanted and replaced. There were no adverse consequences to the patient.